Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated by the product analysis lab. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed with no issues found related to the reported problem. An external and internal inspection was performed and passed. Temperature was within specifications. The device received a returned instrument testing evaluation (rite), which included electrical and functional testing, and the device failed. A manual volumetric accuracy test was performed and the device failed, verifying the reported issue. The cause was identified to be deteriorated piston foam, which was replaced during servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.